Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration and dose of morphine via an implantable pump. The pump's indications for use (IFU) were noted as non-malignant pain and failed back surgery syndrome. The patient lost 80 pounds over a 6 month period (between (B)(6) 2014 and (B)(6) 2015). The patient was going to undergo magnetic resonance imaging (MRI) on 2015 (B)(6) because, the patient fell and thought there was a possibility that the catheter may have come loose because of the fall; the date of the fall was noted as 2015 (B)(6). The patient was experiencing a lot of severe pain consistently; the pain started after the fall and never went away after the fall. The onset of pain was described as sudden. The patient didn't experience pain while sitting down, but the pain occurred when first getting up or walking. The healthcare professional (hcp) decreased the intrathecal medication by 20% twice. The hcp was leaving the clinic and the patient was looking for another hcp. The hcp gave the patient a 10% increase and wasn't going to give any more medication or dose increases until the next time the patient was seen. Additional information regarding the results of the MRI, steps taken for pain resolution, and outcome have been requested; a follow-up report will be sent if additional information is received.

Event description:
Additional information was received from the patient. It was reported they have not had an MRI or CT scan yet. The patient was working on a referral to get one.